Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose reached as high as 406 mg/dl about 2 weeks prior to the call, which she treated using the insulin pump. The customer's most recent blood glucose was 130 mg/dl. The customer observed pain at the infusion set insertion site. She stated that, when she took the infusion sets out more often, she observed puffiness, blood and red spots at the site. She did not exhibit symptoms of high blood glucose. She stated that she had recently changed one setting to the device's programming prior to the high blood glucose and was advised to review them with her doctor. She did not recall receiving any alarms leading to the high blood glucose event. She did not have tubing clamps to perform the high pressure test during troubleshooting. She was advised to change the complete infusion set system, reservoir and insulin and treat per doctor's instructions. She was advised to monitor the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.